Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the pump was delivering accurately during testing. The expulsor was trimmed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was over infusing. There were no reported adverse events. There was no patient present.